Event description:
The customer states that discrepant results are being generated on pt samples on the aeroset analyzer. The customer gave an example of one pt's sample generating an initial creatinine assay result of <0.2 mg/dl that retested at 0.9 mg/dl. The customer states that no suspect results were reported from the lab. The customer requested a svc call. There is no impact to pt mgmt reported.

Manufacturer narrative:
An abbott field svc rep (fsr) visited the customer site and found that the integrated chip technology (ict) module aspiration tubing was clogged. The fsr replaced the ict module's aspiration tubing and calibrated ict module. Subsequent precision and controls runs were within specifications. The customer required no further assistance. This issue is addressed in the aeroset sys operations manual; 200155-101 - nov 2004, in the section(s) entitled, results interpretation and reporting and the troubleshooting section entitled, ict module tubing has bubbles. This is a final report.